Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. However, the service representative performed a system filament calibration and updated system configuration files. The system was operating as intended.

Event description:
Customer reported a filament regulator error. No pt injury was reported.